Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received condition of the complaint does agree with the complaint description since the returned device is damaged in a way which could lead to the complaint condition. Therefore, this complaint is rated as confirmed. In addition, the complaint is not valid, since no deviations were found in the manufacturing documentation nor the material specification reviewed that could lead to the complaint condition. Hence, no manufacturing deficiency was detected and consequently, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot, part: 324.210, lot: 2l30496, manufacturing site: bettlach, release to warehouse date: 28.november 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for the pelvis fracture with low profile pelvic system on (B)(6) 2019, the tip of the reported drill bit with quick coupling broke while the surgeon was drilling for an unknown screw. The surgeon could not remove the fragment which was about 2cm long. Thus, it was left in the patient's body. The fixation of the fracture was successfully completed using 2 unknown plates. It is unknown if there was a surgical delay. Patient status was unknown. The surgeon commented that it was not problematic because the material of the drill bit doesn¿t have great adverse effect on the patient, and removing the fragment was not appropriate considering the invasive procedure needed. He also said that it occurred when he was plugging the drill in and out to insert a long screw and there was a risk of breakage. Concomitant devices reported: unknown drill (part # unknown, lot # unknown, quantity unknown), unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.5mm percutaneous drill bit. This is report 1 of 1 for complaint (B)(4).